Event description:
Over the past several months we sent in approximatley four IV pump modules with bezel cracks. We contacted cardinal health this month. They requested that we send in the IV pump modules for failure analysis. Later in the month we noticed there were 8 more IV pump modules with cracks. We have found an additional 5 IV pump modules, totaling 17.